Event description:
A malfunction was reported by the customer, with a malfunction code 16-0x20e6. There was no information available regarding the impact on the customer¿s blood glucose level. Additional information was not provided.